Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that she had issues performing diagnostics on vns patient's as the serial cable for the programming wand had interference within the cable and the handheld computer. A second handheld was used without issues. The nurse replaced the battery of the programming wand however the communication issues persisted. Further information was received from the reporting nurse indicating that she does not have many vns patients in order to troubleshoot her programming system. However things are ok now after exchanging handhelds. Attempts for further information remain underway.

Event description:
Additional information was received from the treating nurse indicating that she exchanged the wand(instead of the handheld) and successfully interrogated a vns patient using her own handheld. However interrogation took longer and diagnostics were not successful. A change in 9v battery was done by the nurse, however the issue persisted. A new wand was sent to the nurse which was confirmed to be working accordingly with her handheld. At the moment the suspected wand was returned to the manufacturer and undergoing analysis.

Manufacturer narrative:
Initial report inadvertently listed incorrect brand name. Initial report inadvertently listed incorrect device name. Initial report inadvertently listed incorrect model number. Initial report inadvertently listed incorrect serial number.

Event description:
The reported wand was returned to the manufacturer and underwent analysis. Analysis of the wand revealed the 9v battery was not returned with wand and the wand's performance is directly impacted by the battery's condition. A known good bench battery was installed and during functional analysis of the programming wand in the pa lab, communication difficulties were encountered. Further analysis found that the serial data cable, which produced communication errors, had intermittent conductors at the handle location. After a known good bench serial data cable was substituted, all communications errors cleared.